Manufacturer narrative:
(B)(4).

Event description:
It was reported that high impedances were found. The electrode impedance range was within 783-1135 ohms except for electrode 0 and 4 which showed >3600 ohms. The pt was recharging more than expected as well. The pt was given a loaner recharger and he was to contact the MFR's rep after 5 charging sessions. Add'l info has been requested, but was not available as of the date of this report.